Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Whole brush flew off the holder / piece of plastic in the mouth / metal pin in the brush is broken / very loose on the holder [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6)2017 that she had the whole brush of the oral-b brushhead, version unknown fly off the holder, resulting in a piece of plastic in the mouth. The consumer described that the metal pin in the brush was broken, it was very loose on the holder. The consumer purchased a number of packs of 4. The scratch test passed. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.